Event description:
A report was received that a patient's ipg was explanted due to the inability to charge. An x-ray confirmed the ipg was in the correct position. The physician suspected malfunction and replaced the ipg. The patient had a non-device related radiofrequency procedure wherein electrocautery may have been used. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that a patient's ipg was explanted due to the inability to charge. An x-ray confirmed the ipg was in the correct position. The physician suspected malfunction and replaced the ipg. The patient had a non-device related radiofrequency procedure wherein electrocautery may have been used. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, operational, electrical, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. The ipg was successfully charged to full capacity in one cycle despite active stimulation turned on. This result attested that the device is capable of being charged fully under a proper charging method. The battery depletion and quiescent current were within the expected range. The device passed all required tests and revealed normal device characteristics.

Manufacturer narrative:
.